Event description:
It was reported that customer experienced rapid battery drain with pump, causing need for more frequent recharging. There was no reported impact to the customer¿s blood glucose level. Customer did not wish to be contacted by technical support about this issue, and email from sales specialist was documented with no additional information received regarding any further actions or outcome.